Event description:
A report was received stating that the listed endotracheal tube was in use with a patient for an unspecified time when the 15mm connector became disconnected from the device shaft. The neonatist was reportedly holding the device and attempting to remove it from patient use. No incident related medical sequela occurred.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed. (B)(4).